Event description:
The customer reported the patient side of the chest tube had a plastic piece lodged inside the tube that should have been removed during manufacturing.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
H4 device manufacturing date was added. The device history record (DHR) was reviewed showing no discrepancy. Two pictures and one sample were received for evaluation. A visual inspection showed loose contamination (punch burr) in the catheter. The reported condition was confirmed. The root cause was determined to be that during the puncture, the vacuum was not working. Based on the root cause, a visible and audible alarm was installed to identify when there is no vacuum. In addition, a quality alert was issued to the manufacturing personnel. This complaint will be used for tracking and trending purposes.